Event description:
It was reported the pt has not used or charged the scs ipg in over a year. The ipg is unable to communicate with multiple external devices. An sjm rep will meet with the pt as the next course of action.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.